Event description:
It was reported that a transmission showed the right atrial (ra) lead with occasional undersensing during episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694958, lead; 419478, lead, implanted: (B)(6) 2006. (B)(4).